Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemolysis and renal dysfunction could not be conclusively determined through this evaluation. The controller event log file contained data from 13feb2020 to 17feb2020. The pump operated at or above the low speed limit for the duration of the log file. The power, the flow, and the pi ranges were within normal limits. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The heartmate 3 lvas IFU lists hemolysis and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient presented with sudden increase of lactate dehydrogenase (ldh) up to 6000 u/l. A repeat ldh was 1300 u/l and continuing to trend. There were several pulsitile index (pi) events with no arrhythmias noted on heart monitor. No decrease in flows and no power drops or increase noted. The patient is also on continuous renal replacement therapy (crrt) which has clotted off a few times. Looking to see any trends with this elevated ldh. An echocardiogram (echo) will be obtained. Log file submitted revealed that on (B)(6) 2020 at 5:06 pm, the low set limit was changed from 5300 rpm to 5200 rpm. The pump speed was changed at 6:53pm from 5600 rpm to 5500 rpm. The event log displayed an increase in pi events on (B)(6) 2020 5:46am ¿ 8:09am. There were no unusual events seen within the log file. Additional information reported that the patient was on crrt for acute kidney injury and circuit developed clot. Ldh was drawn to trend and back to baseline. The patient¿s crrt circuit was replaced. No anticoagulant treatment adjustments made. The patient continues to be in the intensive care unit (ICU) and the pump is reported to be functioning properly. No additional information provided.